Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette disconnected from the supply bag and as a result, leaked ¿out of the connection point¿. This occurred during fill two of four of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that when the disconnection occurred, the hp connected another bag to the extra line. Renal therapy services (rts) advised the hp that the therapy was compromised due to the disconnection and assisted the hp in ending the therapy session. Rts reviewed proper procedures per the user manual with the patient. The hp was aware with regards to starting over with new supplies. Rts advised the hp to call their peritoneal dialysis registered nurse to advise of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.